Event description:
Reportedly, after firing, there were two donuts but no staples were applied. The surgeon had difficulty removing the instrument and he had to use another stapler to close the rectum. This incident caused tissue damage and a longer operating time. Procedure: sigmoid resection.